Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump could not communicate with motor arm and main arm and the critical block and inverse critical block did not add to zero pump error. Customer blood glucose reading was 8 mmol/l. Troubleshooting was not performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 15 or battery errors noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. Unit received with pillowing keypad overlay, cracked retainer and minor scratches on lcd window.